Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a bad channel b was confirmed and reproduced during service evaluation. The quality engineer has identified failure code 803:07 to be the as confirmed problem code. The assignable cause was a defective pump head module on channel b. The pump head module was replaced to correct the reported condition.

Event description:
The facility representative reported a colleague infusion pump with a bad channel b. The event was reported to have occurred during programming/set-up. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.